Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 to treat urinary incontinence cystocele rectocele and a sling was implanted. The patient underwent a mesh excision on (B)(6) 2004 due to erosion. It was reported the patient experienced pain, erosion, urinary and bowel problems. On (B)(6) 2011 she reported dyspareunia rectal bleeding, painful bowel movements and a presumed rectal fissure. No further information provided at this time. (B)(4) - urinary/bowel problems; dyspareunia.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00163. The same patient is represented in each medwatch.